Event description:
On 20-jan-2026, an arthrex subsidiary employee reported via email that three ar-3740sp double loaded knotless knee fibertak anchors were involved in an intraoperative issue during an acl reconstruction with let procedure on (B)(6) 2026. During the insertion of the first anchor, the inserter broke, preventing successful placement. A second anchor was then attempted; however, it did not secure within the bone tunnel and subsequently fell out. A third anchor was opened for use, but its inserter also broke during insertion. Despite this, the third anchor was successfully implanted, and the surgery was completed without further complications. The location of the broken fragment of the inserter remains unknown. Additional information was received on 26-jan-2026: the three ar-3740sp double-loaded knotless knee fibertak anchors were placed in the patella socket. For the first and third anchor complaints, the inserter tips broke during use, and the broken fragments were retrieved from the patient in both instances. The procedure experienced a brief delay of approximately 15 minutes. No additional anesthesia was administered. No adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.